Event description:
It was reported that pump experienced malfunction alarm Malf 12 with fault ID 0x2071 and was not resettable, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was informed pump needed replacement, was provided replacement pump for continued insulin delivery, and Technical Support arranged shipment and instructed on storage and transport, with no additional information reported regarding return of problematic pump.